Event description:
The harmonic ace curved shears would not connect correctly to the housing unit, making it so the jaws would not open or close.======================manufacturer response for endowrist 8mm disposable instrument accessory, harmonic ace curved shears insert (per site reporter)======================manufacturer provided rga# for product return evaluation.